Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient about an unknown number of patients with devices for unknown indications for use. It was reported the patient read online that other patients have experienced lead issues. Agent asked to clarify if the patient was aware of names, devices, doctors, and dates of the events involved with this allegation however the caller was unable to give a coherent answer to the question.